Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously low glucose (glu) cartridge results generated by the unicel dxc 800 pro synchron chemistry analyzer for multiple samples drawn on one patient over 3 days when compared against a blood gas analyzer. This report documents the patient samples tested on (B)(6) 2011. The reports documenting the other 2 runs on (B)(6) 2011, are listed. Erroneous low results were confirmed when samples were sent to bec and tested against glu modular method which matched the blood gas analyzer whole blood results. The customer confirmed that there was no change to patient treatment or diagnosis. One erroneously low result was reported outside of the laboratory and questioned by the physician and an amended report was sent. The patient was being closely monitored due to the diagnosis and treatment plan.

Manufacturer narrative:
There were no problems with calibration or qc. The samples in question are plasma. A very high bilirubin level of 7 or 8 serum index and a lipemic serum index of 3 was seen in the samples. The hemolytic index was either 1 or 2. Per bec labeling: bilirubin levels of 7-8 =9 to 12 mg/dl of actual bilirubin in the sample. Hemolytic levels 1-2 = 50 to 100 mg/dl of hemolysis in the sample. Lipemic level 3 = 2+ visual lipemia in the sample. A cumulative amount of all 3 serum indices listed above could have contributed to a false low response. The customer is aware of the sample integrity/indices issue documented in the bec labeling associated with glu cartridge methodology. The root cause for this event appeared to be sample-specific. The following mdrs are connected with this event: 2050012-2011-04004 and 2050012-2011-04005.